Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the follow-up, the patient's pacemaker was found unable to be interrogated despite changing programmers. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction h6 - adverse event problem (type of investigation) incorrectly coded as "4114 - device not returned" in 2017865-2025-1002864; follow-up number 1. A device history record was reviewed and the coding as been updated accordingly.